Event description:
It was reported that during an unknown procedure, the device could not be loaded after the third shot. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged cartridge cover and antibackup, lockout spring out of position.